Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that the pod ran for 0 pulses and was received in pod state 15. Inspection of the pod found that the reservoir was filled and the fill rod was contacting both fill sensor springs, indicating that the user attempted to activate the pod. It could not be determined if the pod was already in pod state 15 before the user attempted to activate the pod, or if the pod was successfully activated by the user, transitioned to pod state 14, then transitioned to pod state 15. Inspection of the drive mechanism components found no damages or deficiencies that would result in the cannula failing to deploy. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. Because it could not be determined when the pod entered pod state 15, it could not be determined if this contributed to the reported event. The exact cause of the cannula failing to deploy could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.